Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd¿ precisionglide¿ needle had 1 that was damaged, resulting in leakage, and 1 that contained foreign matter. The following information was provided by the initial reporter: "...it has been identified a presence of white foreign matter in one of them; and another with the pink component (hub) damaged which caused a leakage."

Manufacturer narrative:
H.6. Investigation: photos received for investigation. Upon visual inspection, it is possible to observe excess epoxy resin in the hub. Needle dull and needle hub damaged cannot be confirmed based on the images received. Physical samples ae necessary to further analyze. Possible root cause for excessive epoxy is associated with a variation in the resin application, which may have caused the failure. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported bd¿ precisionglide¿ needle had 1 that was damaged, resulting in leakage, and 1 that contained foreign matter. The following information was provided by the initial reporter: "...it has been identified a presence of white foreign matter in one of them; and another with the pink component (hub) damaged which caused a leakage."